Event description:
It was reported that the patient advocate called to report that patient with this pacemaker device visited the emergency room (ER) due to experiencing dizziness symptoms. At the ER, the patient was assessed and was discharged by the health care professionals (hcp). Later, the patient advocate reports the patient experienced additional symptoms of sharp head pain and headache-like symptoms. The patient was rushed to the ER again, and the device was interrogated, the battery longevity was not as expected. The pacemaker was found to be in safety mode and exhibiting oversensing of myopotential signals. The physician performed a device replacement procedure, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient advocate called to report that patient with this pacemaker device visited the emergency room (ER) due to experiencing dizziness symptoms. At the ER, the patient was assessed and was discharged by the health care professionals (hcp). Later, the patient advocate reports the patient experienced additional symptoms of sharp head pain and headache-like symptoms. The patient was rushed to the ER again, and the device was interrogated, the battery longevity was not as expected. The pacemaker was found to be in safety mode and exhibiting oversensing of myopotential signals. The physician performed a device replacement procedure, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.